Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with stripped battery cap(p)coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call of not being able to remove battery cap with coin and did not have a screwdriver. Customer's blood glucose at the time of call was 428 mg/dl. Customer was advised that insulin pump would need to be replaced.